Event description:
It was reported by the customer that they do not believe their insulin pump is functioning properly. Customer states she her blood glucose levels had been increasing for about a week and she had been experiencing headaches. She also stated that she believes the insulin pump might not be alarming no delivery. Customer was advised to disconnect from device. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Insulin pump did not alarm and customer was advised the device was functioning properly. Blood glucose level was 342 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.